Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Device discarded by user; evaluation of data logs in process, but not yet complete.

Event description:
During a procedure, the surgeon found the final alignment of the instruments for the distal femoral cut set by the system was not consistent with the alignment the surgeon anticipated. The surgeon attempted the alignment of the instruments a second time, however the same issue occurred. The procedure was completed using standard instrumentation. There was approximately a 5 minute delay in procedure.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined to be not reportable. The initial report was forwarded in error and should be voided.